Event description:
During a pta procedure, the balloon detached from the shaft of the catheter. Portions of the detached balloon were retrieved with a surgical pliers. The balloon marker remains in the pt's femoral artery. Pt status is listed as "ok."